Manufacturer narrative:
No further information was provided for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that an imbalance error flashed on the optima l-90k preparative ultracentrifuge. Per the customer, user waited for the displayed speed to reach 0 rpm, but found that it kept jumping from 0 rrm to 1000 rpm. Once the displayed speed seemed to rest at 0 rpm, the user opened the door, and immediately recognized that the rotor was still spinning but in an irregular rotation. User closed the door and the displayed speed again began moving back and forth between 0 rpm and 1000 rpm. No injury was reported for this event.